Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a proglide device after a peripheral intervention procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide device. An attempt was made with another proglide device; however, the suture came out of the vessel with the device (with the knot and loop formed) as the device was deployed in the tissue tract. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported malposition of device is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported malposition of device appears to be related to use error. The subsequent treatment appears to be related to circumstances of the procedure. In this case per the reported "suture with this device deployed in the tissue track." The device was deployed outside the vessel. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.